Event description:
Device was implanted on 9/1/92. The balloon and cuff were revised on 12/10/96. The pump was removed from the pt on 2/26/97, unable to activate-fluid loss-connector from cuff to pump came apart, and replaced.